Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-18802. It was reported that the patient presented for in-clinic follow up on 03 may 2021 prior to scheduled generator change. Interrogation of the pulse generator revealed stored episodes of noise that were attributed to external electromagnetic interference. Also noted was an episodes of true right ventricular lead noise. During the generator change on (B)(6) 2021 the physician elected to cap and replace the lead. The patient was in stable condition.